Manufacturer narrative:
The customer contacted the customer care center about abnormal assay flags obtained with the individual patient sample and discordant elevated result obtained upon dilution of the sample. A siemens headquarters support center (hsc) representative evaluated the instrument data logs and the information provided. Hsc has reviewed the data and observed abnormal assay flags indicating the result monitor expected absorbance/kcount was not met for a specific cuvette. Per the dimension vista operator's guide, results flagged for abnormal assay cannot be reported. Result monitor b for vanc measures nonspecific binding, which checks for aggregation when particles and samples are present without antibody, and flags at factor of 1.5 above mean. Nonspecific binding may be caused by a specific specimen that causes nonspecific agglutination of the particle or instability of the particle reagent. Diluting the sample will also dilute the interferent causing nonspecific binding. Siemens has been informed that the patient has been found to have two paraproteins. Hsc concluded that an interfering substance in the patient samples caused nonspecific agglutination of the vanc particle reagent which resulted in falsely elevated results. The system flagged the samples appropriately and is working as intended. The customer stated that quality control recoveries were within laboratory acceptance ranges. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated vancomycin (vanc) result was obtained on a patient sample on the dimension vista 1500 instrument. The result was reported to the physician who questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated vanc result.